Event description:
Customer reported his sensor readings are inaccurate. Customer's current blood glucose is 89 mg/dl. As an example, customer stated her sensor reading was 83 mg/dl when her actual blood glucose was 144 mg/dl. Customer uses proper sensor insertion and calibration methods. Customer was advised to monitor the issue and call if it recurs. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.